Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported on (B)(6) 2019 during a pump refill, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 6.4 ml and the actual residual volume (arv) was 12ml. There were no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.